Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 3 events for the failure: material disintegration. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99111. Supplemental rationale corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status 3 devices were received. Evaluation findings (results/components) 3 devices: wear problem / rod/shaft. Product disposition 3 devices: serviced and returned to customer.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device investigation type has not yet been determined. 2 devices were received. Evaluation findings (results/components) 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 2 devices: wear problem / rod/shaft product disposition 2 devices: serviced and returned to customer 1 device: product disposition is not yet determined additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 3 events for the failure: material disintegration. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.